Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the customer reports that while stapling the pulmonary vein, the device remained shut on the pulmonary vein, the procedure had to be changed to a thoracotomy to release the device. Procedure: lobectomy lower right because of a lower lobe carcinoma of the right lung.